Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The device was put through extensive testing, which included environmental and functional testing. Visual evaluation including electrical testing was conducted and did not show any performance discrepancies. The customers complaint of an electrical shock when the shock button was pressed could not be duplicated from a defibrillation and electrical safety point. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the while performing a 30 joules self test, the user received electrical energy after the shock button was pressed.complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.